Manufacturer narrative:
No info was provided regarding pt condition/outcome. Endoleaks is labeled in the provided IFU. No product or images were returned to assist with this investigation. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warning and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects: anatomical criteria, anatomical conditions, proper ballooning sites, follow-up guidelines, the importance of an accurate deployment. The failure mode assigned to this case is endoleak. This failure mode was determined based on the provided event description. In this case it appears that the stent graft was deployed too low, causing the leak. The physician is documented as stating: "I think the leak occurred because the mainbody was deployed lower than planned, and it will be gone completely after heparin neutralization." The physician deployed a main body extension to diminish the endoleak, and decided upon a wait-and-see approach. At this time there is no indication that a design or process induced failure of the device resulted in the reported endoleak. As with all endoleaks, it is important that the treating physician follow the pt's endoleak appropriately, and provide further treatment if the physician feels the pt is at risk of ongoing sac pressurization, aneurysm growth, and possible rupture. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints.

Event description:
On (B)(4) 2010, a male pt underwent aaa repair. The pt's anatomical form was suitable for endovascular repair. The proximal neck angle relative to the long axis of the aneurysm was 60 degrees, and some calcifications were confirmed in both common iliac arteries. The procedure was conducted as labeled. The procedure consisted of placement of a zenith flex main body graft and two zenith flex iliac leg grafts. The mainbody was deployed lower than planned. The final angiography confirmed a proximal type I endoleak. The leak was not gone completely by placement of a mainbody extension, but the physician determined that it would be gone after heparin was neutralized and decided to take a wait-and-see procedure. The pt's condition after the procedure is unk.